Manufacturer narrative:
Updated data: b5. D3. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the complete heart block was resolved with sequelae four days after the onset.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to an unspecified atrio-ventricular block. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty was performed. After the valve was deployed and seated, complete heart block was identified. Intermittent complete heart block was the indication for the permanent pacemaker. The heart block prolonged hospitalization. The patient was discharged 4 days following the valve implant procedure. The event was reported as causal to the valve and the implant procedure.

Manufacturer narrative:
Updated data: b7. Corrected data: e. (B)(6) was inadvertently sent in the previous reports without the house number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to an unspecified atrio-ventricular block. No additional adverse patient effects were reported. Additional information received indicated that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty was performed. After the valve was deployed and seated complete heart block was identified. Intermittent complete heart block was the indication for the permanent pacemaker. The heart block prolonged hospitalization. The patient was discharged 4 days following the valve implant procedure. The event was reported as causal to the valve and the implant procedure.